Manufacturer narrative:
Date sent to the FDA: 6/16/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 10/20/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2019 during which the surgeon noted that the mesh had become tightly adhered to the external oblique fascia as well as the spermatic cord, multiple nerves and other structures in the same area. The nerves adhered to the mesh were transected and the mesh was removed except for a portion attached to the femoral vein. It was reported that the patient experienced severe chronic left inguinodynia. No additional information was provided.